Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up and had reported orthostatic dizziness. A chronically dislodged right ventricular lead was noted; a chest x-ray had been performed to confirm dislodgement. Programming changes were made to only have atrial pacing. A few months later, the physician explanted and replaced the lead during a device upgrade. The patient was in stable condition throughout.